Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred in (B)(6) (unknown year) in the late afternoon. The patient reported using a combination of oral medications, diet, and exercise to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 15-20 minutes after the alleged issue first occurred she developed symptoms of ¿shaky, weak, and sleepy.¿ the patient reported in (B)(6) (unknown year) in the later afternoon he had something to eat or drink as treatment. During the time of troubleshooting, the alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.